Event description:
Following a laparoscopic anti-reflux procedure, a pt had the linx device explanted. The linx device was used as part of the anti-reflux procedure. No further info has been provided by physician at this time.